Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure (batch no. A02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, myocardial infarction, hypertension and uti. Concurrent conditions included vaginal dryness, abdominal pain and ovarian torsion. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2013, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and valsartan (diovan) from (B)(6) 2011 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish"), vaginal infection ("vaginal infection/ infection (bladder/ urinary tract/ vaginal)- type: vaginal"), depression ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the anxiety, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain and vaginal infection. 3 essure coils present on right and 2 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2017: specimen labeled "left ovary and fallopian tube", salpingo- oophorectomy (145 g): - mature cystic teratoma with evidence of torsion - negative for immature elements and malignancy - no fallopian tube identified. Ultrasound scan vagina - on (B)(6) 2016: impression 1. Today's gynecologic ultrasound examination demonstrates an anteverted uterus measuring 11 x 7.7 x 8.0 cm. Strongly echogenic foci are seen in both cornual regions consistent with the essure implants. Otherwise, no abnormalities are identified within the uterine walls the cervix appears normal. 2. The endometrium is not well visualized. Within the endometrial cavity there is a collection of fluid measuring 4.9 x 2.6 x 5.7 cm. This is likely secondary to the provided history of endometrial ablation. 3. The right ovary measures 3.9 x 1.6 x 1.4 cm and appears normal. The left ovary measures 3.9 x 3.6 x 4.2 cm. Within the left ovary there is a simple hypoecholc cystic area measuring 4.2 x 2.4 x 2.8 cm the most likely represents a benign functional ovarian cyst.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dysmenorrhea, depression. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs & mr received: lot number and events onset date were added. New events vaginal bleeding, menorrhagia, depression, mental anguish, dysmenorrhea, dyspareunia were added. Reporters, lab data, medical history, concomitant condition and drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure (batch no. A02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, myocardial infarction, hypertension and uti. Concurrent conditions included vaginal dryness, abdominal pain and ovarian torsion. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2013, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and valsartan (diovan) from (B)(6) 2011 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish"), vaginal infection ("vaginal infection/ infection (bladder/ urinary tract/ vaginal)- type: vaginal"), depression ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the anxiety, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain and vaginal infection. 3 essure coils present on right and 2 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2017: specimen labeled "left ovary and fallopian tube", salpingo- oophorectomy (145 g): - mature cystic teratoma with evidence of torsion - negative for immature elements and malignancy - no fallopian tube identified. Ultrasound scan vagina - on (B)(6) 2016: impression 1. Today's gynecologic ultrasound examination demonstrates an anteverted uterus measuring 11 x 7.7 x 8.0 cm. Strongly echogenic foci are seen in both cornual regions consistent with the essure implants. Otherwise, no abnormalities are identified within the uterine walls the cervix appears normal. 2. The endometrium is not well visualized. Within the endometrial cavity there is a collection of fluid measuring 4.9 x 2.6 x 5.7 cm. This is likely secondary to the provided history of endometrial ablation. 3. The right ovary measures 3.9 x 1.6 x 1.4 cm and appears normal. The left ovary measures 3.9 x 3.6 x 4.2 cm. Within the left ovary there is a simple hypoecholc cystic area measuring 4.2 x 2.4 x 2.8 cm the most likely represents a benign functional ovarian cyst. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dysmenorrhea, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: events per pfs: general abnormal bleeding, abdominal pain, psych injury and vaginal infection. Essure implant and explant date were added. Outcome for events pelvic pain, general abnormal bleeding, abdominal pain and vaginal infection were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.